Event description:
It was reported when the distributor opened the device 121795s lot fey1 (large qwix screw) as indicated on the label, he found the device 111028s lot fduz (bold screw). The issue discovered by the hospital (3 pieces). The same issue occurred when the distributor checked at the warehouse (2 pieces). The screws were opened before the procedure. The surgery had not started. The hospital used other large qwix screws from another batch. There was no problem for the patient or for the time of surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 7jul2016. The investigation activities included: methods: evaluation of actual device.. Review of device history records. Review of complaint history. Results: a review of the device history record for lot fe1y is performed. Lot fe1y was manufactured on april 2015, (B)(4) items were released. All results are compliant. No similar issue after review of complaint records during last two years. About (B)(4)items were sold during this period taking into account the sales of large qwix. This is the first incident for this issue, so the global rate failure is evaluated at 0.005%. This is the first incident for the lot fe1y. We perform a review of CAPA and hhe between the date of manufacturing and today. There is a CAPA opened for a similar issue: 2 bold screws 200016 lot fagj labeled 200010 lot f9sp. The CAPA was initiated on september 2015, and is in progress with the control of devices in inventory and the recall of parts of the same lot. Conclusion: the incident is not confirmed. All parts available in inventory are compliant.